Manufacturer narrative:
The pump is not available for evaluation as it remains in use supporting the patient. The manufacturer is attempting to acquire a portion of the driveline that was removed during the repair. No additional information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). Approximately 16 months post implant, the vad coordinator reported that the patient experienced red heart alarms while connected to his patient cable. The system controller event log history was submitted and showed low speed and pump stop events which resulted in the reported red heart alarms. The patient was admitted and an x-ray of the external portion of the driveline was completed. Manipulation of the external portion of the driveline reproduced red heart alarms as well. Technical service conducted an on-site evaluation of the driveline and with the use of a phase interrupter was able to confirm a broken red wire. Upon removal of the silicone jacket from the suspected damaged area, the broken red wire could be visualized. A driveline repair was successfully completed and no further issues have been reported.